Manufacturer narrative:
Correction: section b describe event or problem.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen "appeared frozen with a spinning icon" while the anesthesiologist was attempting to log in and obtain alteplase (a thrombolytic medication used to dissolve blood clots in conditions such as stroke, heart attack, pulmonary embolism, and catheter-related blockages). A pharmacy technician assisted with troubleshooting and pressed the "escape" key, after which "all icons started showing up and the screen cleared." The anesthesiologist was then able to log in. On 28 january 2026, bd received additional information through due diligence efforts. It was reported that the event caused a delay in alteplase administration during acute decompensation in a patient with a massive/high risk pulmonary embolism (pe). According to the report, the patient experienced "prolonged severe hypoxemia with oxygen saturation in the 50-60% range for approximately 15 minutes," which subsequently led to the need for a large bore mechanical thrombectomy, "not in the planned treatment sequence." The customer noted that the hypoxemia was related to decreased perfusion from pe. The patient was receiving ¿adequate ventilation¿ managed by the anesthesiologist at the time of the event. There were no neurologic deficits observed according to the customer. Alteplase 10 mg (five 2 mg vials) was ultimately administered through the mechanical thrombectomy sheath. The customer reported that following the mechanical thrombectomy, the patient had "immediate improvement in oxygenation" and later recovered in the intensive care unit before being transferred to the floor and discharged several days later. On 24 february 2026, bd received additional information through due diligence efforts. During a visit to (B)(6), the bd clinical practice consultant team learned that the pyxis anesthesia station (pas) had been unplugged and moved into the interventional radiology (ir) procedure room, where-upon being powered back on for a 0700 case-it immediately froze and initiated a lengthy, reportedly unexpected software update, preventing the anesthesiologist from logging in. The customer reported concerns that software updates occur without warning and can take several hours to complete. They requested options to schedule or delay updates to minimize disruption. Because the pas remained frozen for almost an hour until a pharmacy technician pressed the escape key, the entire ir procedure was delayed, which ultimately postponed administration of alteplase; however, accessing alteplase itself was not the root issue, as it is stored refrigerated in a nearby pyxis med station rather than in the pas. The hospital initially had only 10 mg available for the urgent 25 mg need, prompting an emergency pharmacy request, and as a result now stocks 25 mg vials in radiology.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen "appeared frozen with a spinning icon" while the anesthesiologist was attempting to log in and obtain alteplase (a thrombolytic medication used to dissolve blood clots in conditions such as stroke, heart attack, pulmonary embolism, and catheter-related blockages). A pharmacy technician assisted with troubleshooting and pressed the "escape" key, after which "all icons started showing up and the screen cleared." The anesthesiologist was then able to log in. On 28 january 2025, bd received additional information through due diligence efforts. It was reported that the event caused a delay in alteplase administration during acute decompensation in a patient with a massive/high risk pulmonary embolism (pe). According to the report, the patient experienced "prolonged severe hypoxemia with oxygen saturation in the 50-60% range for approximately 15 minutes," which subsequently led to the need for a large bore mechanical thrombectomy, "not in the planned treatment sequence." The customer noted that the hypoxemia was related to decreased perfusion from pe. The patient was receiving ¿adequate ventilation¿ managed by the anesthesiologist at the time of the event. There were no neurologic deficits observed according to the customer. Alteplase 10 mg (five 2 mg vials) was ultimately administered through the mechanical thrombectomy sheath. The customer reported that following the mechanical thrombectomy, the patient had "immediate improvement in oxygenation" and later recovered in the intensive care unit before being transferred to the floor and discharged several days later. On 24 february 2026, bd received additional information through due diligence efforts. During a visit to (B)(6), the bd clinical practice consultant team learned that the pyxis anesthesia station (pas) had been unplugged and moved into the interventional radiology (ir) procedure room, where-upon being powered back on for a 0700 case-it immediately froze and initiated a lengthy, reportedly unexpected software update, preventing the anesthesiologist from logging in. The customer reported concerns that software updates occur without warning and can take several hours to complete. They requested options to schedule or delay updates to minimize disruption. Because the pas remained frozen for almost an hour until a pharmacy technician pressed the escape key, the entire ir procedure was delayed, which ultimately postponed administration of alteplase; however, accessing alteplase itself was not the root issue, as it is stored refrigerated in a nearby pyxis med station rather than in the pas. The hospital initially had only 10 mg available for the urgent 25 mg need, prompting an emergency pharmacy request, and as a result now stocks 25 mg vials in radiology.

Manufacturer narrative:
Additional information: section b describe event or problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen "appeared frozen with a spinning icon" while the anesthesiologist was attempting to log in and obtain alteplase (a thrombolytic medication used to dissolve blood clots in conditions such as stroke, heart attack, pulmonary embolism, and catheter-related blockages). A pharmacy technician assisted with troubleshooting and pressed the "escape" key, after which "all icons started showing up and the screen cleared." The anesthesiologist was then able to log in. On 28 january 2025, bd received additional information through due diligence efforts. It was reported that the event caused a delay in alteplase administration during acute decompensation in a patient with a massive/high risk pulmonary embolism (pe). According to the report, the patient experienced "prolonged severe hypoxemia with oxygen saturation in the 50-60% range for approximately 15 minutes," which subsequently led to the need for a large bore mechanical thrombectomy, "not in the planned treatment sequence." The customer noted that the hypoxemia was related to decreased perfusion from pe. The patient was receiving ¿adequate ventilation¿ managed by the anesthesiologist at the time of the event. There were no neurologic deficits observed according to the customer. Alteplase 10 mg (five 2 mg vials) was ultimately administered through the mechanical thrombectomy sheath. The customer reported that following the mechanical thrombectomy, the patient had "immediate improvement in oxygenation" and later recovered in the intensive care unit before being transferred to the floor and discharged several days later.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist (tss) reviewed and followed knowledge article - usb devices and network adapters unresponsive, the rss package, and deployed the disabled power management and rss package using instructions from knowledge article. The package was successfully applied to disable power management on all usb devices and network adapters on the affected stations. The tss then contacted the customer, informed her of the actions being taken, and rebooted the station. After the reboot, a post verification check was completed with the customer, who confirmed that the station was functioning normally. A closure email was sent, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen "appeared frozen with a spinning icon" while the anesthesiologist was attempting to log in and obtain alteplase (a thrombolytic medication used to dissolve blood clots in conditions such as stroke, heart attack, pulmonary embolism, and catheter-related blockages). A pharmacy technician assisted with troubleshooting and pressed the "escape" key, after which "all icons started showing up and the screen cleared." The anesthesiologist was then able to log in. On 28 january 2025, bd received additional information through due diligence efforts. It was reported that the event caused a delay in alteplase administration during acute decompensation in a patient with a massive/high risk pulmonary embolism (pe). According to the report, the patient experienced "prolonged severe hypoxemia with oxygen saturation in the 50-60% range for approximately 15 minutes," which subsequently led to the need for a large bore mechanical thrombectomy, "not in the planned treatment sequence." The customer noted that the hypoxemia was related to decreased perfusion from pe. The patient was receiving ¿adequate ventilation¿ managed by the anesthesiologist at the time of the event. There were no neurologic deficits observed according to the customer. Alteplase 10 mg (five 2 mg vials) was ultimately administered through the mechanical thrombectomy sheath. The customer reported that following the mechanical thrombectomy, the patient had "immediate improvement in oxygenation" and later recovered in the intensive care unit before being transferred to the floor and discharged several days later.